Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis which required hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, follow-up with the patient revealed he was discharged and is recovering from the events. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency and/or malfunction caused or contributed to the serious adverse events.

Event description:
On (B)(6) 2022, it was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided) and diagnosed with peritonitis. Follow-up with the patient confirmed he was hospitalized (date not provided) and discharged on (B)(6) 2022 in stable condition. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Corrected information provided in b.3.

Event description:
On (B)(6) 2022, it was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided) and diagnosed with peritonitis. Follow-up with the patient confirmed he was hospitalized (date not provided) and discharged on (B)(6) 2022 in stable condition. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Event description:
On 4/apr/2022, it was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided) and diagnosed with peritonitis. Follow-up with the patient confirmed he was hospitalized (date not provided) and discharged on (B)(6) 2022 in stable condition. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.